Event description:
Hcp reported that patient presented in 2002 with symptoms of infection including fever and meningeal signs. Both a blood culture and a culture of the cerebro spinal fluid were done and the patient was diagnosed with meningitis. The primary location of the infection was not known. Patient was treated with IV antibiotics and total device system explant. The infection resolved and there was no drug withdrawal.